Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing non-patient needle sleeve with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was missing a sleeve cover for non-patient end cannula after use and blood leaked out. The following information was provided by the initial reporter: the customer stated, ¿due to missing the non patient sleeve, blood leakage occurred.